Event description:
It was reported by the customer that the bd pyxis medstation es system turn off by itself and not powered up. The customer reported that the user was not able to issue/remove meds to patient during the malfunction and there was a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the device unless drawer 5.2 auxiliary was unplugged. A field service engineer replaced the controller board module for drawer and resolved the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no power to the device unless drawer 5.2 auxiliary was unplugged. A field service engineer replaced the controller board module for drawer and after replacement, the device powered on. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system turn off by itself and not powered up. The customer reported that the user was not able to issue/remove meds to patient during the malfunction and there was a delay to patient care. There were no adverse events or injuries reported based on this event.